Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was not confirmed as no packaging was returned with the device. During visual inspection the guidewire was returned broken/fractured with core wire exposed at 181.7cm from the proximal end. The guidewire distal end was not returned. The guidewire ptfe coating was noted to be peeling in multiple areas to 33cm from the proximal end. The hydrophilic coating was hydrated and there were no anomalies noted. Functional testing was not performed as the event was confirmed during visual. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject guidewire tip fractured during the procedure. A stent (non-stryker) was used in an attempt to remove the fractured guidewire tip, but it could not be removed. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the directions for use(dfu), continuous flush was set up and maintained throughout the clinical procedure, a microcatheter (non-stryker) was used with the subject guidewire, and the patient's anatomy was severely tortuous. During the visual inspection, the ptfe coating was noted to be peeling in multiple areas up to 33cm from the proximal end. The guidewire was noted to be broken/fractured with core wire exposed at 181.7cm from the proximal end, and the distal fractured segment was not returned. No other anomalies were noted to the returned device. Based on the analysis and information provided, it is probable that the guidewire got stuck when it was delivered through the thrombus to reach the pca and the wire then experienced excessive tensile forces during retraction which caused it to fracture. As the microcatheter was not returned, it is unclear whether this device contributed to the reported event. It is possible that there may have been calcification in the area of the clot which caused the guidewire to get stuck; however, this could not be definitively determined. It is possible that the patient's tortuous anatomy may have also contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported event of guidewire difficult to advance as well as the to the reported and analyzed damage of the guidewire distal tip broken/fractured during use and un-retrieved device fragments since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with an accessory device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the analyzed damage of the guidewire ptfe coating peeling since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported during a thrombectomy case when the physician advanced the subject guidewire and reached middle of thrombus, big resistance was encountered and could not be advanced. When retracting the subject guidewire, the tip was not retracted after a digital subtraction angiogram (sda). The physician withdrew the subject guidewire and found the tip was fractured. A stent was used to attempt to remove the fractured guidewire tip, but it could not be removed, so it was left at the location of thrombus. This resulted in a 30 min delay. The patient is still in the hospital and the thrombectomy could not be performed. No future information is available.

Event description:
It was reported during a thrombectomy case when the physician advanced the subject guidewire and reached middle of thrombus, big resistance was encountered and could not be advanced. When retracting the subject guidewire, the tip was not retracted after a digital subtraction angiogram (sda). The physician withdrew the subject guidewire and found the tip was fractured. A stent was used to attempt to remove the fractured guidewire tip, but it could not be removed, so it was left at the location of thrombus. This resulted in a 30 min delay. The patient is still in the hospital and the thrombectomy could not be performed. No future information is available.